Event description:
There was noticeable skin fragility and edge lifting of the adhesive pad with suspected skin breakdown at the edges. Once device was removed there was an new pressure injury noted to left cheek and right cheek.